Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a no delivery alarm was received during the fill tubing process. The customer's blood glucose reading was 149 mg/dl at the time of incident. The customer was advised to disconnect and reconnect tubing and reservoir but insulin did not exit the tubing.. The customer tried with another reservoir which failed but insulin exited the tubing with the third reservoir. Troubleshooting advised that no delivery was most likely the result of an occlusion. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated one opened/used reservoir; inspected reservoir, snap cap, and septum for anomalies none were found. Ran occlusion test using a new transfer guard, reservoir filled with diluent, and connected to a new infusion set. Installed reservoir connector into pump and performed manual prime. Visual fluid flow through infusion set and out catheter tip and reservoir was not occluded.